Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a nose bleeds and seeing black material in the device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. During the investigation, the manufacturer observed a evidence of sound abatement foam degradation/breakdown in the base unit. The manufacturer could not verify airflow due to the foam being in the blower. Service required was on the display due to the foam being in the blower. Care orchestrator data was unavailable. There were no errors were logged. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was observed in the base unit. Sections d8, d9, h2, h3, and h6 were updated.